Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and performed a troubleshot. The fse discovered that the pigtail cable was defective. The fse replaced the pigtail cable and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood pressure cable is not working. This event occurred before use on a patient. There was no adverse event reported.